Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.

Event description:
It was reported that the system has poor image quality during lateral shots.